Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., d.9., g.2., h.3., h.6. Device evaluation: analysis of the returned device identified a broken shell, a missing shell (0-25%) and a flat creases. A leak test and microscopic analysis was performed which identified a striated pattern on the posterior of broken. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated pattern of broken assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.